Event description:
It was reported that approximately one-month post-operatively one oasys blocker on the right side of c2 migrated. Revision surgery has been planned.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that approximately one-month post-operatively one oasys blocker on the right side of c2 migrated. Revision surgery was performed.